Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: one essure device was protruding the uterus/scout image of the pelvis demonstrates a right essure device projecting at the right sacro-iliac joint\ectopic essure within right lower quadrant peritonium') and dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two right-sided essure wires and 1 left-sided essure wire". The patient's medical history included cholelithiasis. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo-provera). In (B)(6) 2016, the patient experienced abdominal pain lower ("cramping") and paraesthesia ("tingling in the legs"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines/headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdomen pain"), vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and robotic assisted total lap hysterectomy bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, female sexual dysfunction, menorrhagia, vaginal haemorrhage, abdominal pain lower and paraesthesia outcome was unknown, the abdominal pain, vulvovaginal pain and pelvic pain was resolving and the migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, paraesthesia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she received treatment for events apareunia, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion malposition of essure device; on (B)(6) 2016: essure device distant from the uterus and adnexa projecting at the right ilium on the frontal view. Two essure devices are also identified projecting at the expected right fallopian tube with 1 essure device seen projecting at the left fallopian tube.; on (B)(6) 2016: essure device distant from the uterus and adnexa projecting at the right sacro-iliac joint on the frontal view. Two additional essure devices are also identified projecting at the expected right fallopian tube with 1 essure device projecting at the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (she had full hysterectomy and oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the female sexual dysfunction, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction and menorrhagia to be related to essure. The reporter commented: she received treatment for events apareunia, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2018, she explanted essure. New events added- apareunia, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: one essure device was protruding the uterus/scout image of the pelvis demonstrates a right essure device projecting at the right sacro-iliac joint\ectopic essure within right lower quadrant peritonium') and dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two right-sided essure wires and 1 left-sided essure wire". The patient's medical history included cholelithiasis. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo-provera). In (B)(6) 2016, the patient experienced abdominal pain lower ("cramping") and paraesthesia ("tingling in the legs"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines/headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdomen pain"), vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy ). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, female sexual dysfunction, menorrhagia, vaginal haemorrhage, abdominal pain lower and paraesthesia outcome was unknown, the abdominal pain, vulvovaginal pain and pelvic pain was resolving and the migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, paraesthesia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she received treatment for events apareunia, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion malposition of essure device; on (B)(6) 2016: essure device distant from the uterus and adnexa projecting at the right ilium on the frontal view. Two essure devices are also identified projecting at the expected right fallopian tube with 1 essure device seen projecting at the left fallopian tube.; on (B)(6) 2016: essure device distant from the uterus and adnexa projecting at the right sacro-iliac joint on the frontal view. Two additional essure devices are also identified projecting at the expected right fallopian tube with 1 essure device projecting at the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: new events: device dislocation into abdominal cavity and inappropriate insertion of multiple contraceptive devices were added. Seriousness criteria removed for genital hemorrhage. Device expulsion updated to device dislocation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)'), device expulsion ('migration of essure device location of device: one essure device was protruding the uterus/malposition of essure device') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and medroxyprogesterone acetate (depo-provera). In (B)(6) 2016, the patient experienced abdominal pain lower ("cramping") and paraesthesia ("tingling in the legs"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines/headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdomen pain"), vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and she had full hysterectomy and oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, female sexual dysfunction, menorrhagia, vaginal haemorrhage, abdominal pain lower and paraesthesia outcome was unknown, the abdominal pain, vulvovaginal pain and pelvic pain was resolving and the migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, paraesthesia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she received treatment for events apareunia, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received. New events abnormal bleeding (general), abnormal bleeding (vaginal), apareunia, migraines / headaches, abdomen pain, one essure device was protruding the uterus, cramping, tingling in the legs, vaginal pain, pelvic pain were added. Lab data updated, concomitant drugs, reporter information, patient demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.